Event description:
On (B)(6) 2012, this pt underwent a procedure using gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm from the aortic arch to the descending aorta. A chimney technique was also performed, with a gore excluder aaa endoprosthesis contralateral leg component implanted into the brachiocephalic artery and two iliac extender components implanted into the left common carotid artery. It was reported the pt's condition declined after the devices were implanted, and the pt went into cardiac and respiratory arrest. Life-saving measures were initiated. After the pt was resuscitated, the cause of the arrest was determined to be a type a dissection. It was reported the cause of the dissection is unk. Due to possible hypoxic encephalopathy, the procedure was concluded with no further interventions. The pt reportedly expired after being taken to recovery. The cause of death was reported to be cardiac arrest due to transient ischemia of the coronary artery. The transient ischemia of the coronary artery reportedly developed due to a type a aortic dissection. An autopsy was performed.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. It was reported the cause of the dissection is unk. Additional devices implanted and involved in this event: (B)(4). Please refer to the following medwatch # for the report sent on the gore excluder aaa endoprostheses involved in this event: 2953161-2012-00172.